Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the loss of image occurred due to the cable being disconnected. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the image would not appear at all due to a disconnected cable. The customer's originally reported issue was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their camera head system produced a defective image. Upon inspection and testing of the returned unit, it was discovered that the image would not appear at all. There were no reports of patient or user harm associated with this event. The customer confirmed that they carried out a pre-use inspection of the device, and that the intended unknown surgery or treatment was completed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.